Event description:
Complainant alleged that while attempting to defibrillate a pt, the device was unable to charge energy above 1.4 joules. The user obtained another set of internal handles, and the device was unable to charge energy above 1.4 joules. Complainant indicated that upon another attempt to defibrillate, the device discharged appropriately at 30 joules. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
The customer was contacted for return of the device or the device activity logs. The device has not been returned to zoll for eval, and the customer was not able to provide the device's activity logs.

Manufacturer narrative:
The malfunction was observed during review of the device's history log; however, the device was put through extensive testing, including functional and environmental testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.